Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water between the chamber dome and chamber base during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the mr290v chamber confirmed that there was no notable visual defects observed. When the chamber was connected to a water source, water was leaking between the dome and base. The dome flange was deformed and rolled base thickness was found to be out of specification. Conclusion: we are unable to determine the cause of the reported fault. However, based on our investigation the most likely cause is due to exposure to mechanical stress. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Peform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in denmark reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water between the chamber dome and chamber base after five days of use. There was no reported patient consequence.